Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no image on the monitor. There were no reports of patient harm.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 04/04/2024. The following is included in the instructions for use (IFU): instructions for use/ high-definition lcd monitor/oev262h 2. Location and function of parts and controls/2.3 rear panel. Instructions/evis exera iii video system center/olympus cv-190 plus chapter 3 installation and connection/3.7 connection of the monitor oev262h/connecting diagram/figure 3.15.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the event was caused by the serial digital cable incorrectly connected on the device (input to input). The issue was resolved by connecting to output 2. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.